Manufacturer narrative:
Device is a combination product. Complainant name: (B)(4) hospital. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 32x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 2.5x30 non-bsc balloon catheter, leaving 50% residual stenosis in the lesion. A 3.00 x 32mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was completely removed and the proximal stent struts were found to be deformed. The procedure was completed with a 3.0x34 non-bsc stent. No patient complications were reported and the patient's status was stable.